Manufacturer narrative:
Analysis was normal.

Event description:
Additional information also notes the lead exhibited no capture.

Event description:
It was reported that post implant the right ventricular lead exhibited high lead impedance in both configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.